Manufacturer narrative:
(B)(4) follow up. Debris was reportedly observed in the syringe barrel. Because no physical sample was returned, a comprehensive evaluation could not be performed. To support the investigation, one photograph was provided and reviewed by the quality team. The image shows a syringe outside of its blister packaging with multiple dark brown specks, no other defects or imperfections were evident. Such specks can result from embedded degraded resin, which typically occurs at start up or intermittently during the injection molding process when degraded material breaks loose and becomes incorporated into molded components. A device history record review was completed for material number 301033, lot 5304465. The review identified no quality issues during the manufacture of this lot that could have contributed to the reported condition, and no related quality notifications were recorded. All processes and final inspections complied with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation, including the photograph based assessment, the customers reported condition is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported by the customer that syringe that appears to have debris inside the barrel.